Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation (pvi) to treat atrial fibrillation (afib) a farawave pulsed field ablation catheter was selected for use. When moving the catheter between pulmonary veins the non-bsc guidewire got stuck. The catheter was retracted to the left atrium (la) and an attempt was made to advance the guidewire, but this did not resolve the issue. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis. The non-bsc guidewire could not be removed from the catheter even after both were removed from the patient, so it will be shipped with the catheter to the boston scientific post market laboratory.

Event description:
It was reported that during a pulmonary vein isolation (pvi) to treat atrial fibrillation (afib) a farawave pulsed field ablation catheter was selected for use. When moving the catheter between pulmonary veins the non-bsc guidewire got stuck. The catheter was retracted to the left atrium (la) and an attempt was made to advance the guidewire, but this did not resolve the issue. The catheter was replaced and the procedure was completed. No patient complications were reported. The farawave catheter and non-bsc guidewire have been returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. The farawave catheter was returned with a non-bsc guidewire still stuck inside the guidewire lumen. Visual inspection of the device noted no abnormalities. Functional testing was performed, and resistance was felt when an attempt was made to move the non-bsc guidewire back and forth. Deployment was subsequently tested with the non-bsc guidewire still inserted, and flower deployment was reached without difficulty. A second attempt was made to remove the non-bsc guidewire, and with some force, the attempt to remove the non-bsc guidewire was successful. The farawave catheter was dissected to locate the source of the resistance felt while removing the non-bsc guidewire. Dissection of the farawave catheter revealed dried blood on the guidewire, likely resulting in the reported stuck guidewire issue.